Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The event of ipg revision due to discomfort at ipg site was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2021 wherein the scs ipg pocket site was revised to address the issue.